Event description:
The article, "stepwise annular reconstruction for redo double-valve surgery in severe mitral annular calcification", was reviewed. The article presented a case study of a 59-year-old male patient with chronic atrial fibrillation and prior ischemic stroke. It was reported that on an unknown date in the 1980s, a 21mm unknown st. Jude mechanical aortic valve was chosen for aortic valve replacement and a 25mm unknown st. Jude mechanical valve was chosen for mitral valve replacement. It was reported on an unknown date, the patient presented with progressive fatigue and scleral icterus. The patient was found to have severe hemolytic anemia that was treated with multiple blood transfusions. Transthoracic echocardiography (tte) showed severe possible mitral paravalvular leakage. The transthoracic echocardiography (tee) revealed a functioning aortic valve with elevated mean pressure gradient of 15mmhg, a dislocated mitral valve with severe paravalvular leakage. A decision was made to perform double valve replacement procedure. During interventional procedure, the 21mm aortic mechanical valve and 25mm mitral mechanical valve were explanted and replaced with a 23mm abbott masters hp serious and a 29mm abbott masters valve, respectively. A pericardial patch was sutured in place to provide additional stability and reconstruct a circumferential neo-mitral annulus. A second pericardial patch was used to reconstruct the left atrial roof and reconstruct the noncoronary sinus of the aortic root. The patient was extubated and transferred to the ward on post-operative day 5. On an unknown date, the patient experienced pleural effusion that was treated with thoracentesis. The patient was discharged approximately 3 weeks post-procedure. [The primary and corresponding author was majed tolah, clinic for thoracic and cardiovascular surgery, heart and diabetes center nrw, georgstrasse 11, bad oeynhausen 32545, germany, with corresponding e-mail: dr.tolah@gmail.com].

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: stepwise annular reconstruction for redo double-valve surgery in severe mitral annular calcification. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "stepwise annular reconstruction for redo double-valve surgery in severe mitral annular calcification", was reviewed. The article presented a case study of a 59-year-old male patient with chronic atrial fibrillation and prior ischemic stroke. It was reported that on an unknown date in the 1980s, a 21mm unknown st. Jude mechanical aortic valve was chosen for aortic valve replacement and a 25mm unknown st. Jude mechanical valve was chosen for mitral valve replacement. It was reported on an unknown date, the patient presented with progressive fatigue and scleral icterus. The patient was found to have severe hemolytic anemia that was treated with multiple blood transfusions. Transthoracic echocardiography (tte) showed severe possible mitral paravalvular leakage. The transthoracic echocardiography (tee) revealed a functioning aortic valve with elevated mean pressure gradient of 15mmhg, a dislocated mitral valve with severe paravalvular leakage. A decision was made to perform double valve replacement procedure. During interventional procedure, the 21mm aortic mechanical valve and 25mm mitral mechanical valve were explanted and replaced with a 23mm abbott masters hp serious and a 29mm abbott masters valve, respectively. A pericardial patch was sutured in place to provide additional stability and reconstruct a circumferential neo-mitral annulus. A second pericardial patch was used to reconstruct the left atrial roof and reconstruct the noncoronary sinus of the aortic root. The patient was extubated and transferred to the ward on post-operative day 5. On an unknown date, the patient experienced pleural effusion that was treated with thoracentesis. The patient was discharged approximately 3 weeks post-procedure. [The primary and corresponding author was majed tolah, clinic for thoracic and cardiovascular surgery, heart and diabetes center nrw, georgstrasse 11, bad oeynhausen 32545, germany, with corresponding e-mail: dr.tolah@gmail.com].

Manufacturer narrative:
As reported in a research article, stepwise annular reconstruction for redo double-valve surgery in severe mitral annular calcification. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported interventions are result of case specific circumstances, as blood transfusion was performed and subsequently device was removed surgically. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Literature attachment: stepwise annular reconstruction for redo double-valve surgery in severe mitral annular calcification. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.